Event description:
It was reported when using the bd microtainer® quikheel¿ lancet there was missing label information. The following information was provided by the initial reporter. The customer stated: "the searched sample of lot 1222506 does not present instructions for use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® quikheel¿ lancet there was missing label information. The following information was provided by the initial reporter. The customer stated: "the searched sample of lot 1222506 does not present instructions for use."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 1 retention sample from bd inventory was evaluated by visual examination and the issue relating to missing instruction for use (IFU) insert was not observed as this product does not require the addition of an IFU insert as part of the manufacturing process. The retain sample was inspected for packaging and labeling characteristics relevant to product identification and use of the device required by manufacturing procedures. All tests had acceptable results based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode missing IFU insert, bd has initiated further root cause investigation relating to the issue of missing IFU insert through corrective and preventive actions. H3 other text : see h.10.